Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was repaired and the interconnect cable was reconnected during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had exposed wires on the power cord. Also, the interconnect cable disconnected from the workstation. No pt injury was reported.